Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Patient's main complaint was the location of the battery within their buttock. The patient also reported that the felt they were sitting on it which is what was causing their discomfort. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section b5 - describe event or problem should have been "it was reported that the patient experienced discomfort at the ipg site. Patient's main complaint was the location of the battery within their buttock. The patient also reported that the felt they were sitting on it which is what was causing their discomfort. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the scs system was explanted to address the issue" rather than "it was reported that the patient experienced discomfort at the ipg site. Patient's main complaint was the location of the battery within their buttock. The patient also reported that the felt they were sitting on it which is what was causing their discomfort. As a result, surgical intervention was undertaken on 5mar2024 wherein the scs system was explanted and replaced to address the issue." Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.